Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer reported reusing insulin from old cartridges. Customer was instructed to fill cartridge with only fresh insulin and residual insulin in old cartridges is unusable per the user guide. Customer changed pump supplies and resumed insulin delivery. Customer's blood glucose was 200-300 mg/dl.